Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported they performed xdcr tests, all passed. Performed xdrc calibrations, exhalation differential calibration sometimes would fail at 3 cmh2o. The customer reported that the exhalation differential transducer might be defective soon. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established.

Event description:
The customer reported while the ventilator was running on the patient, volume would suddenly increase and decrease issue on the vela ventilator. At this time, there is no information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to confirm and duplicate the reported issue. This is a known issue which can be referenced with CAPA ca-2017-0206 and (B)(4).